Manufacturer narrative:
Veran is submitting this MDR as part of an overall retrospective review in response to an FDA form 483 that was issued to the firm as of january 2019.

Event description:
Veran system worked as intended. Patient has history of adenoid cystic carcinoma of the head and neck. Multiple nodules were present in both lungs. Three targets were identified in the right lung. Dr (B)(6) was able to navigate to the three nodules, one located in the right upper lobe and two in the right lower lobe. After sampling all three, he elected to access the right upper lobe via spin perc. After prepping in sterile fashion, he successfully accessed the nodule and obtained 7 biopsies. After the procedure, post imaging found a pneumothorax and the patient required a chest tube.